Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the chair will speed up and slow down and the joystick will not always return to a neutral position.